Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet, with a nadir of 69 mg/dl and concurrent readings of 88 mg/dl by fingerstick and 79 mg/dl on the pump; the patient¿s spouse reported a history of nocturnal lows prior to ilet use, and the patient treated with oral glucose tablets in 15-minute intervals. Symptoms included hypoglycemia. Outcomes included resolution with self-treatment and no hospitalization. Investigation included review of the event details and user-reported glucose values with troubleshooting and education provided. Investigation of this case revealed no device malfunction or component failure and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.